Event description:
There was an allegation of questionable cholesterol gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 25 mg/dl. The repeated result was 198 mg/dl. The sample was repeated because qc failed. The repeated result was believed to be correct.

Manufacturer narrative:
The reagent lot number is 828635. The expiration date was not provided. The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed multiple "abnormal aspiration", "sample short", "sample foam detection", and "sample clot detection" alarms. The field service representative adjusted the gear pump and performed tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.